Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra link meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began mid-afternoon on (B)(6) 2019. She reported that she manages her diabetes using insulin pump therapy and made no changes to her normal diabetes management regimen in response to the meter issue. The patient alleged that at 6 pm on (B)(6) 2019, after the issue began, she developed symptoms of ¿shaky, light-headed, nauseous and sweaty¿. There patient confirmed she did not require any medical treatment for the alleged symptoms. During troubleshooting the csr noted this was the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. Based on the information provided there is no evidence the batteries required replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event